Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained due to possible lawsuit. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Distal end of catheter (last 2 cm) sheared off in patient. Section is still in patient. Third surgical attempt to retrieve it failed today. They are unable to locate the piece.